Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 21.0 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported the intraocular lens was exchanged for a lower diopter lens of the same model 5 weeks after original implant date. Reason stated was that the patient was not satisfied with the results of her original implant. Following several postop visits the doctor determined the patient had a residual myopic outcome. The incision was reopened but not enlarged to remove the lens. The lens was cut in half and removed with no issues.